Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the screen went black and the ventilator was shut off. The customer sated that there was a patient on the ventilator when the reported issue occurred. It is currently unknown if there was any patient harm or injury.